Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. During testing, the units left on the pump¿s status screen matches the test reservoir volume. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No over delivery anomaly noted. [Per freger, mark ¿ r&d engineer: the customer alleged that the following boluses on feb 19, 2026, were not programmed by the customer: 2nd bolus: programmed at 12:24, put in 54 grams of carbs, bolus amount: 9.8u 3rd bolus: programmed at 12:36, put in 38 grams of carbs, bolus amount: 5.9u. Here are pump history and diagnostic traces snippets that prove the boluses were programmed and started by keypresses ( I am assuming user activities): (please see the attachment for the analysis details.)] The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the down arrow button. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 19-feb-2026 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week from the event date 19-feb-2026 in the pump history file and found 1 lostsensor1alert (780) on 02/13/2026, 1 lostsensor1alert (780) on 02/19/2026, and 1 lowbatteryalert (104) on 02/19/2026 20:03:00.000. The pump was able to connect and pair with a test guardian link (4) transmitter successfully as well as warm up with the green test plug (glucose sensor simulator). Unable to test for lost sensor alert due to not having the customers sensor. Lost sensor alert was unknown. Earliest power data available per the power management tool/detail trace file is on 02/23/2026 11:24:59 am. There was no power data available for the date of 02/19/2026. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. Delivery anomaly-possible over delivery not confirmed. During testing, the units left on the pump¿s status screen matches the test reservoir volume. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported possible over delivery anomaly. Blood glucose value at the time of event was 50 mg/dl. The customer was treated with carb intake. The event involved product(s) mmt-1886. Troubleshooting was performed. Insulin pump was being replaced. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.